Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation. Twenty-seven samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All the samples expelled the solution with normal flow, clogged needle was not confirmed. Furthermore, a device history record review was completed for provided batch number 4033669. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect based on the investigation and with the sample analysis the symptom reported could not be confirmed.

Event description:
Material #:305916 batch#: rejn0116, 4033669, 3332983, 2258504. It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: it was reported by customer that the 2 separate needles clogged during depo administration, needle completely detached from safety device after immunization administration and had to be manually removed from patient's arm, 2 separate needles clogged during depo administration, 2 needles clogged during depo administration and needle clogged during depo administration. Verbatim: issue 1 - 2 separate needles clogged during depo administration. Issue 2 - needle completey detached from safety device after immunization administration. And had to be manually removed from patient's arm. Issue 3 -2 separate needles clogged during depo administration. Issue 4 - 2 needles clogged during depo administration. Issue 5 -needle clogged during depo administration. Item - 305916. Lot - rejn0116, 4033669, 3332983, 2258504.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.